Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 303 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly and no blank display noted. Pump received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test. Pump was monitored and no unexpected blank display, powering off, or unexpected audio/beep alarms occurred. No damage was found on the lcd isolation tape during visual inspection. No obvious insulin odor noted. No moisture damage found on the electronics, motor, battery tube, vibrator, and reservoir compartment during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.